Event description:
It was reported that a patient underwent a knee surgery on an unknown date and barbed suture was used. The wound was split 3 months after the surgery. During the repair surgery, the prior used suture was found not absorbed well. The surgeon removed the suture and closed the wound. The patient is good now. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the 1st procedure was in (B)(6) 2021. About one month after the surgery, suture rejection occurred. The hospital removed the stitches and changed the dressing for the wound. The wound was not red and swollen at this time. Three months after surgery, the wound developed into an ulcerated wound. Therefore, a second operation was performed and the wound was sutured. The patient recovered well now. Event date 2021-7, the procedure date (B)(6) 2021. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure, unk. Name of index surgical procedure? -left knee resurfacing arthroplasty. Please clarify the date of the procedure. (B)(6) 2021. Please clarify the date the wound split. (B)(6) 2021. Please clarify the date of the re-operation. (B)(6) 2021. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk. On what tissue was the suture used? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unk. Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Unk. Onset date/time of dehiscence? (# post op days) - about one month how was the dehiscence managed? Re-procedure. Please describe any surgical intervention required for the wound dehiscence including date and findings. Re-procedure after 3month. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Unk. Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Unk. Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Unk. Can you describe the appearance of the stratafix suture during second procedure, if applicable? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Good. Lot number? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information. No.